Event description:
It was reported that the patient had received some inappropriate shocks. The subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.